Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation it was noted that the left ventricular lead threshold had exceeded voltage outputs programmed. A chest x-ray was performed and revealed that the lead might have pulled back a little from the initial position but was still viable. Programming changes were performed. The patient was in stable condition and doing well.